Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench handling, impedance testing, defibrillation cycling, and environmental chamber testing without duplicating the report. An internal inspection found no discrepancies. Software 4.03 was reloaded as a precaution. The device was recertified and returned to the customer. The battery pack and electrode pads used at the time of the event were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.